Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative screw breakage is unknown. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of original implant is unknown. A piece of the broken screw head was successfully removed, however it is unknown if the fragment was retrieved during the hardware removal surgery on (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) hardware removal and revision was performed on (B)(6) 2018 due to non-union and a broken locking screw. The date of the original procedure is unknown. Subsequently, the non-union and broken locking screw were identified. During the removal process, a piece of the broken screw head was successfully backed out. As the surgeon was backing out the remaining piece of broken locking screw with the nail, the screw fragment traveled up the femoral canal and caused a longitudinal femur fracture. It is unknown if the fragment was retrieved. There was a reported surgical delay of ten minutes or less and additional fluoroscopy was required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 11 mm/130 degree ti cannulated tfna 420 mm left (part #04.037.163s, lot #h135415, quantity 1). This complaint addresses revision surgery due to broken screw and non-union. The issue of longitudinal femur fracture during hardware removal surgery has been captured under linked (B)(4). This report is for one (1) unknown locking screw. This is report 1 of 1 for complaint (B)(4).